Manufacturer narrative:
(B)(4). A review of the manufacturing paperwork is being conducted. The image review stated that the images received was without patient identifier or date of acquisition in image. It was unable to manipulate images or perform measurements on available images. The images provided did not allow for evaluation in relationship to this event.

Event description:
On (B)(6) 2016, the patient was to be implanted with a gore viabahn endoprosthesis ((B)(4)) for treatment of serious rupture of the right innominate artery. The physician performed an incision on the distal of right brachial arterial, which was just above the elbow, then inserted the viabahn device through a 12fr st. Jude sheath via a 26cm terumo 0.035 stiff guide wire. It was stated the physician reportedly felt strong resistance during advancing the viabahn device through the proximal of brachial artery, and could not continue advancing or retract the device. The physician reportedly performed a new incision at the proximal of brachial artery, pushing the device outside the body, then deployed the endoprosthesis for removing the delivery catheter out of the patient. An 11mmx5cm viabahn device was used to continue the procedure. The patient was moved to the intensive care unit (ICU) after the procedure and moved out of the ICU 5 days later.

Manufacturer narrative:
Result code and conclusion code updated. The review of the manufacturing records verified that this lot met all pre-release specifications.